Event description:
During prostate biopsy, dr [redacted] was using the bard max-core disposable core biopsy instrument. The doctor used two biopsy instruments, that both failed to obtain specimen. Same lot #reks3281. This happened with an additional patient. Total of 3 patients and events on [date redacted]. Manufacturer response for biopsy device, max core disposable core biopsy instrument (per site reporter).